Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump received with intermittent escape, act and express, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. No audio or vibration anomalies were noted. Insulin pump received with broken off battery tube threads. Insulin pump received with cracked case at the display window corners and display window. Insulin pump received with missing end cap sticker.

Event description:
Information received by medtronic indicated that the battery compartment had crack. It was reported that the insulin pump and also the beeps weren't loud. Customer reported that there was no physical damage to the insulin pump's reservoir lip ring. No harm requiring medical intervention was reported. The device will be returned for analysis.